Manufacturer narrative:
A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of an image fault with no error code was confirmed. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormalities in electronic parts occurred, which led to the occurrence of image loss due to the breakdown of the image sensor. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: precaution for a disappeared or frozen endoscopic image; warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored. During the examination. Precaution for a disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage including destruction of the charged couple device (ccd). ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, and fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearance or other irregularities. Chapter 5: troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection": do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide." If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the evis lucera bronchovideoscope had an image fault with no error code. The issue was found prior to use and was not used on a patient.